Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
Healthcare professional reported left side implant deflation. Manufacturer of device is unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified cracked opening, brown particles inner device, and fold creases. Leak test and microscopic analysis were performed which identified delamination of the valve and a cracked opening. Based on the device analysis the final assessment was a cracked valve seat diaphragm valve and total delamination of the valve assessed as adhesive failure.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation. Manufacturer of device is unknown. Device remains implanted.